Event description:
It was reported that during a parathyroid procedure, the device max button on the handle came apart during the case into three pieces and the active blade was broken and missing. It is not known if the blade was recovered. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received with the max pogo pin contact broken (piece returned). Functional testing could not be performed due to the returned condition of the device. The blade was found to be in good condition and 100% present. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.